Event description:
It was reported that the customer was unable to fit the cartridge onto the pump. Customer's blood glucose was approximately 104 mg/dl. The customer changed cartridge to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.